Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or patient data. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by health professional as - "ap large lap-band system in situ - inserted (B)(6). Patient was losing weight successfully with small adjustments. Problems occurred (during the summer) when (the patient) had to have entonox for pain relief after an accident. Severe dysphagia, unable to even tolerate fluids 24 hrs after the entonox- subsequently 2-3 ml fluid removed from the band and patient then able to drink. Patient then gained weight, no satiety. Fluid was injected into band- patient had short term 'restriction in that (the patient) was satisfied in small portions, but 3-4 days later was able to eat large portions. The patient has had fluro guided adjustments and there has been no evidence of a leak anywhere with the lap-band system on x-ray. Patient still advised n satiety and feeling hungry and able to eat large portions. Slow leak and this appeared to be evidenced in clinic as when fluid taken back out of band before any further adjustment there was less than was injected in on previous visits. The latest evidence being- (date) 9 ml injected (three weeks later) only 5 ml drawn back therefore decision made to investigate under anaesthetic. No loss of integrity in tubing before and after metal connection but fluid leaking from the back of the port. Port replaced and 8 mls fluid in situ."